Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 08/19/2019. A review of the device history record confirmed the lot passed finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ad, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency has been identified.

Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant creatinine results on a (B)(6) year old female patient with complaint of easy fatigability and pallor. There was no additional patient information available at the time of this report. Method: I-stat, date: 06/26/2019, tested(24h): 11:20 result: 11.9 g/dl. Cell-dyn ruby, 06/26/2019, 11:34, 3.61 g/dl, collection times not provided. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.